Event description:
The customer observed discrepant potassium results generated on the alinity c processing module for 72-year-old male patient. The customer is questioning all the potassium results. The following data was provided: customer¿s normal range: 3.5 to 5.1 mmol/l. (B)(6) 2024 @13:21 sid (B)(6) result ((B)(6)) = 3.44 mmol/l (sst tube) (B)(6) 2024 sid (B)(6) result (architect (B)(6)) = 2.1 mmol/l (sst tube) (B)(6) 2024 @08:37 sid (B)(6) result ((B)(6)) = 2.4 and 2.39 mmol/l (sst tube) (B)(6) 2024 @16:50 sid (B)(6) results ((B)(6)) = 9.62 mmol/l and 9.57 mmol/l (B)(6) 2024 @18:41 sid (B)(6) results ((B)(6)) = 6.04 mmol/l and 6.04 mmol/l (heparin tube) (B)(6) 2024 sid (B)(6) repeat result ((B)(6)) = 6.69 mmol/l (heparin tube) (B)(6) 2024 @20:40 sid (B)(6) initial result ((B)(6)) = 7.11 mmol/l and 7.10 mmol/l (heparin tube) (B)(6) 2024 @ 10:09 sid (B)(6) result ((B)(6)) = 2.8 mmol/l (sst tube) (B)(6) 2024 @ 14:51 sid (B)(6) result ((B)(6)) = 3.1 mmol/l (sst tube) (B)(6) 2024 @ 07:48 sid (B)(6) initial result ((B)(6)) = 1.7 mmol/l (sst tube) (B)(6) 2024 sid (B)(6) repeat result ((B)(6)) = 1.65 mmol/l and 1.64 mmol/l (sst tube) update: on 16may2024, the customer provided additional information. The customer sent the same samples to another hospital which utilized the siemens atellica instrument. The following data was provided: siemens potassium reference range: 3.5 to 5.1 mmol/l. (B)(6) 2024 sid (B)(6) potassium result = 3.6 mmol/l. (B)(6) 2024 sid (B)(6) potassium result = 2.4 mmol/l. (B)(6) 2024 sid (B)(6) potassium result = 3.0 mmol/l. (B)(6) 2024 sid (B)(6) potassium result = >10 mmol/l. (B)(6) 2024 sid (B)(6) potassium result = insufficient sample. (B)(6) 2024 sid (B)(6) potassium result = >10 mmol/l. (B)(6) 2024 sid (B)(6) potassium result = 3.1 mmol/l. (B)(6) 2024 sid (B)(6) potassium result = 2.4 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1-patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for discrepant potassium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. The alinity c ict sample diluent is used for analysis of electrolytes on the alinity c processing module. A search by product lot found normal complaint activity for this issue. The trend review for the alinity c ict sample diluent list number (ln 07p53) found no trends related to this issue. The device history record review did not identify any non-conformances or deviations related to the current complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. The quality control was in range at time of discrepant results, indicating the assay is performing as expected. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) 2024or the alinity c ict sample diluent, lot number 32094un23 were identified.

Event description:
The customer observed discrepant potassium results generated on the alinity c processing module for 72-year-old male patient. The customer is questioning all the potassium results. The following data was provided: customer¿s normal range: 3.5 to 5.1 mmol/l (B)(6) 2024 @13:21 sid (B)(6) result ((B)(6)) = 3.44 mmol/l (sst tube). (B)(6) 2024 sid (B)(6) result (architect ((B)(6)) = 2.1 mmol/l (sst tube). (B)(6) 2024 @08:37 sid (B)(6) result ((B)(6)) = 2.4 and 2.39 mmol/l (sst tube). (B)(6) 2024 @16:50 sid (B)(6) results ((B)(6)) = 9.62 mmol/l and 9.57 mmol/l. (B)(6) 2024 @18:41 sid (B)(6) results ((B)(6)) = 6.04 mmol/l and 6.04 mmol/l (heparin tube). (B)(6) 2024 sid (B)(6) repeat result ((B)(6)) = 6.69 mmol/l (heparin tube). (B)(6) 2024 @20:40 sid (B)(6) initial result ((B)(6)) = 7.11 mmol/l and 7.10 mmol/l (heparin tube). (B)(6) 2024 @ 10:09 sid (B)(6) result ((B)(6)) = 2.8 mmol/l (sst tube). (B)(6) 2024 @ 14:51 sid (B)(6) result ((B)(6)) = 3.1 mmol/l (sst tube). (B)(6) 2024 @ 07:48 sid (B)(6) initial result ((B)(6)) = 1.7 mmol/l (sst tube). (B)(6) 2024 sid (B)(6) repeat result ((B)(6)) = 1.65 mmol/l and 1.64 mmol/l (sst tube) . Update: on 16may2024, the customer provided additional information. The customer sent the same samples to another hospital which utilized the siemens atellica instrument. The following data was provided: siemens potassium reference range: 3.5 to 5.1 mmol/l. (B)(6) sid (B)(6) potassium result = 3.6 mmol/l. (B)(6) sid (B)(6) potassium result = 2.4 mmol/l. (B)(6) sid (B)(6) potassium result = 3.0 mmol/l. (B)(6) sid (B)(6) potassium result = >10 mmol/l. (B)(6) sid (B)(6) potassium result = insufficient sample. (B)(6) sid (B)(6) potassium result = >10 mmol/l. (B)(6) sid (B)(6) potassium result = 3.1 mmol/l. (B)(6) sid (B)(6) potassium result = 2.4 mmol/l. There was no impact to patient management reported.